Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed an air bubble in the infusion set tubing approximately midway between the adapter and tubing end, which did not move despite performing a fill tubing procedure; insulin expelled from the connector needle but the bubble remained, and the issue resolved only after changing the tubing. Symptoms included elevated blood glucose with a reported peak of 204 mg/dl for about 20 minutes without ketone testing and without medical intervention. Outcomes included transient hyperglycemia with no reported injury or additional clinical effects. Investigation included troubleshooting and user education to replace the tubing. Investigation of this case revealed that the condition was consistent with an infusion pathway issue resulting in reduced or interrupted insulin delivery that resolved after supply change. It was concluded that the event was related to an occlusion or blockage within the infusion set tubing that prevented adequate insulin delivery and was mitigated by replacing the tubing.